Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23570, 1627487-2020-23571. It was reported the patient had ineffective stimulation due to high impedances. Surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Analysis of the returned lead found multiple areas within the lead where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.